Manufacturer narrative:
Davol received medical records regarding "kugel mesh litigation" with no specific davol mesh indicated or patient outcome reported. The medical records provided are unrelated to hernia repair or any mesh implant. Without any specific mesh indicated, davol is reporting this unspecified event as an unknown composix kugel mesh. It is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Davol received a legal claim in regards to "kugel mesh litigation" with no specific device or patient outcomes reported.